Event description:
It was reported that during an unknown procedure the shear broke the jaw inside the cavity, not knowing how to explain the reason. The surgery was delayed 20 minutes. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Unknown, assumed 1st month of the year that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the electrode ceramic break or break? Not the blade I was damaged or broken? Not the jaw is damaged, but not broken? Not the upper jaw is loose, but not separated? According to the technical advisor who followed the procedure the mandible broke on the rod and became loose without any sustenation the ptc material of the upper jaw is damaged? Not the black ptc in the upper jaw is unattached? Not the upper jaw is broken from the device? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.